Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a 6f export ap aspiration catheter to treat a vein graft exhibiting 90% stenosis. The catheter was removed from packaging, inspected and prepped per IFU with no issues noted. It was reported that during the procedure, the export catheter got stuck in the patient when attempting to remove it. Excessive force was used to remove the export. It was removed successfully. The wire lumen got pulled out about 5cm or less, but remained attached to the catheter. The lumen was manipulated by cath lab staff after the damage was noted. A 0.014 inch non-mdt wire was used. The patient was stable and this didn't lead to any complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.